Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test, prime excessive no delivery and occlusion tests. No motor error alarm noted and the motor was tested outside of the device and passed. However, the insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 189mg/dl. It was reported that the device had a small crack above the display on the right corner. No further information provided.